Event description:
It was reported the epg (external pulse generator) is a loaner unit and part of the field advisory. It was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the battery contacts were painted and compressed. The battery flex was corroded and the keyboard window was stained. The battery release and battery drawer have tool mark damage. The lower case and lead flex cover were contaminated.